Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact on the customer's blood glucose level. Technical support replaced the pump, and the customer planned to continue using the current pump as backup therapy.